Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sprinter; guide wire: balance middleweight; guide cath: ebu; stent: xience v 3.0x15mm (part# 1009529-15, lot# 0090741). The xience v 3.0x15mm (part# 1009529-15, lot# 0090741) is being filed under a separate medwatch MFR number. (B)(4) - against resistance. The device was not returned for analysis. Potential factors that can effect stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. Although the return of the xience v stent delivery system (sds) may have aided the in determining a conclusive cause. There was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. Additionally, the lesion was totally occluded and 90% stenosed with heavy tortuosity and heavy calcification, all of which may have contributed to the reported stent dislodgement. In this case, the stent likely interacted with the heavily calcified lesion and/or the previously implanted stent during advancement/retraction such that as slight force was applied against resistance, the stent became disrupted on the balloon and dislodged into the vessel. The reported device embedded in vessel or plaque, additional therapy/non-surgical treatment and delay in treatment all appear to be secondary effects of the reported stent dislodgement as another stent was implanted to appose the dislodged stent to the vessel wall and treat the dissection, which prolonged the procedure an additional hour. It should be noted that the product instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these stent and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information received with this complaint, the reported stent dislodgement and patient effects appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous left circumflex artery, a distal edge dissection occurred during deployment of the 3.0x15 xience v stent. A 2.25x12 xience v stent system was advanced for treatment of the dissection; however, resistance was felt, slight force was applied, and the stent dislodged from the delivery catheter. A 2.25x15 xience v stent was deployed to appose the dislodged stent to the vessel wall as well as treat the dissection. The procedure was prolonged an additional hour. There was no adverse patient sequela. Though requested, additional information was not provided.